Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Initial reporter phone: (B)(6). The initial reporter email address was not reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported that during the thrombectomy procedure to treat an acute ischemic stroke (ais) case, the rebar¿ 18 microcatheter (medtronic) was delivered and the 4.5mm revive se thrombectomy device (frs21452299 / s11822) was being delivered but there was resistance between the revive se device and the microcatheter. The microcatheter was replaced with a marksman¿ microcatheter (medtronic) and the revive se device was replaced with the solitaire¿ revascularization device (medtronic) and the procedure was completed. It was reported that the devices were prepped in accordance with the instruction for use (IFU); there was nothing unusual noted about the device system prior to use and there was no excessive force applied at any time during the procedural handling of the device. There was no report of any patient adverse event or complication. It was reported that the device is not available for return. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (s11822) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product and concomitant microcatheter available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the thrombectomy procedure to treat an acute ischemic stroke (ais) case, the rebar¿ 18 microcatheter (medtronic) was delivered and the 4.5mm revive se thrombectomy device (frs21452299 / s11822) was being delivered but there was resistance between the revive se device and the microcatheter. The microcatheter was replaced with a marksman¿ microcatheter (medtronic) and the revive se device was replaced with the solitaire¿ revascularization device (medtronic) and the procedure was completed. It was reported that the devices were prepped in accordance with the instruction for use (IFU); there was nothing unusual noted about the device system prior to use and there was no excessive force applied at any time during the procedural handling of the device. There was no report of any patient adverse event or complication. It was reported that the device is not available for return.